Manufacturer narrative:
Added h.6 type of investigation. Correct h.10 narrative based on device evaluation. The device was received for evaluation. The sheath was returned partially expanded until 4 inches from the distal tip. A liner tear was noted starting 1 inch distal of the strain relief with a length of approximately 2.25 inches. Hdpe damage was noted about 3 inches from the distal end of the strain relief. A liner strand was observed with a length of 1cm, located near the hdpe damage. Strain relief ripples were observed 0.5 inches from the comnut. After removing the crimped valve, the commander delivery system was inserted through the remaining length of the sheath without issues. The sheath expanded and the tip opened, as designed. Liner thickness were measured along the liner tear as an out of specification result could be indicative of a manufacturing non-conformance. Due to the condition of the liner strand (stretched), measurements were not performed on it. See attached lab notebook memo for results and equipment used. All measurement met specifications. As no lot / work order information was provided, a DHR review and lot history review were unable to be performed. During manufacturing of the edwards esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Procedural imagery and device-related photos were provided. The crimped valve had a bent strut within the sheath. After removal, the sheath was shown to have a torn liner, a liner strand, and hdpe damage / stretching. The IFU and training manuals were reviewed for guidance and instruction involving the esheath and delivery system. While advancing the delivery system through the esheath, correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. For the shorter loader configuration, keep loader in sheath until just before delivery system removal at end of procedure to maximize system working length. Aspirate as necessary during delivery system insertion. Take care when handling. Do not bend system either at the handle or tip. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. The thv should not be advanced through the sheath if the sheath tip is not above the renal arteries. To prevent possible leaflet damage, the thv should not remain in the sheath for over 5 minutes. Successful management of vascular complications depends on being prepared. First priority should be controlling bleeding through endovascular techniques. Repair can be performed surgically or with endovascular techniques. Physicians experienced with endovascular techniques for treatment of iliac and aortic disease should be available. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required. Per management discretion, a pra has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. The risks outlined in the pra remain the same. The pra documents the difficulty navigating the system through the anatomy, which did occur during this event. As there was no confirmed edwards defect, no corrective or preventative actions are required. However, after review of the similar reported issues per the pra, a corrective action preventative action (CAPA) was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system. The CAPA is currently in the control phase. Corrective action to implement new process controls for sapien 3 ultra apex coverage was implemented. The resistance between system components - inability to advance through sheath, sheath liner tear, and liner strand were confirmed through evaluation of the provided imagery and returned device. However, no manufacturing nonconformances were identified during the evaluation. As no lot/work order information was provided, reviews of the DHR and lot history were unable to be performed. However, review of complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation. As reported, 'physician had a big resistance to push valve in a esheath introducer and the valve seemed stuck in the esheath introducer. There was an iliac calcification that had already studied at the screening step'. Access vessel characteristics such as calcification can create a challenging pathway for delivery system insertion/advancement through the sheath, as it can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion that may lead to resistance. This patient factor, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement, and resulting in bent valve struts. The CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification) may have contributed to the reported event. Per evaluation of the provided imagery, the esheath was noted to have torn liner and a liner strand. Additionally, the crimped valve had a bent strut. As resistance during delivery system insertion was experienced, it is possible that the devices were excessively manipulated to overcome any difficulty. This may have led to the crimped valve to interact with the sheath, leading to the observed liner tear and strand. Per training manual, 'do not over-manipulate the sheath at any time'. As such, available information suggests that procedural factors (excessive manipulation, valve caught on liner) may have contributed to the reported event.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-04169. Investigation is ongoing.

Manufacturer narrative:
Added information to h.6 type of investigation and investigation findings. Corrected information in h.6 investigation conclusions. The device was received for evaluation. As no lot / work order information was provided, a DHR review and lot history review were unable to be performed. During manufacturing of the edwards esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Procedural imagery and device-related photos were provided. The crimped valve had a bent strut within the sheath. After removal, the sheath was show to have a torn liner, a liner strand, and hdpe damage / stretching. The IFU and training manuals were reviewed for guidance and instruction involving the esheath and delivery system. While advancing the delivery system through the esheath, correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. For the shorter loader configuration, keep loader in sheath until just before delivery system removal at end of procedure to maximize system working length. Aspirate as necessary during delivery system insertion. Take care when handling. Do not bend system either at the handle or tip. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. The thv should not be advanced through the sheath if the sheath tip is not above the renal arteries. To prevent possible leaflet damage, the thv should not remain in the sheath for over 5 minutes. Successful management of vascular complications depends on being prepared. First priority should be controlling bleeding through endovascular techniques. Repair can be performed surgically or with endovascular techniques. Physicians experienced with endovascular techniques for treatment of iliac and aortic disease should be available. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required. Per management discretion, a pra has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. The risks outlined in the pra remain the same. The pra documents the difficulty navigating the system through the anatomy, which did occur during this event. As there was no confirmed edwards defect, no corrective or preventative actions are required. However, after review of the similar reported issues per the pra, a corrective action preventative action (CAPA) was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system. The CAPA is currently in the control phase. Corrective action to implement new process controls for sapien 3 ultra apex coverage was implemented. The events were confirmed through evaluation of the provided imagery. However, no manufacturing nonconformances were identified during the evaluation. As no lot/work order information was provided, reviews of the DHR and lot history were unable to be performed. However, review of complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation. As reported, 'physician had a big resistance to push valve in a esheath introducer and the valve seemed stuck in the esheath introducer. There was an iliac calcification that had already studied at the screening step'. Access vessel characteristics such as calcification can create a challenging pathway for delivery system insertion/advancement through the sheath, as it can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion that may lead to resistance. This patient factor, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement, and resulting in bent valve struts. The CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification) may have contributed to the reported event. Per evaluation of the provided imagery, the esheath was noted to have torn liner and a liner strand. Additionally, the crimped valve had a bent strut. As resistance during delivery system insertion was experienced, it is possible that the devices were excessively manipulated to overcome any difficulty. This may have led to the crimped valve to interact with the sheath, leading to the observed liner tear and strand. Per training manual, 'do not over-manipulate the sheath at any time'. As such, available information suggests that procedural factors (excessive manipulation, valve caught on liner) may have contributed to the reported event.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case the physician felt a large amount of resistance pushing the valve through the esheath and the valve seemed to get stuck in the sheath. There was iliac calcification already noted during pre-screening. The valve frame was noted to be a bit bent at the skirt level and had perforated the esheath and the iliac vessel. The physician used a viaban stent to fix the iliac and a new esheath and 26mm sapien 3 valve to conclude the procedure. The valve deployment was perfect, the result was good, and the patient was in good condition.